Manufacturer narrative:
Arjo was notified about incident with involvement of arjo voyager duo ceiling lift used together with kwiktrack x-y installation system. When the ceiling lift was moved back to the charger, the ceiling lift trolley hit the installation end stopper hard enough to dislodge it. The end stopper fell out to the floor, while the ceiling lift trolley was partially out of the track, did not come off the rail completely. No injuries were reported. The customer has reported this situation to xperience home health care (device distributor and service provider) approximately 3 days after system installation in march 2019. Arjo was made aware of this malfunction 5 months later. When reviewing reportable events registered in the last five years for ceiling lifts, no trend was shown for events related to end stoppers dislodging from the kwiktrack installation. The involved arjo ceiling lifting system consisted of voyager duo (non-portable ceiling lift) and kwiktrack installation. Depending on the configuration, the ceiling lift movement can be powered by electric motor (controlled by handset in 4-functions model), or can be manual (in 2-functions model). In this complaint, 4-functions model was involved. Following the information collected, it appears most likely that powered ceiling lift (4-functions model) has been moved along the installation rail manually what created too high movement speed of the ceiling lift and impact on the end stopper component. An automatic movement speed is not expected to be fast enough to strike the end stopper. The voyager duo instructions for use (IFU 001.19520.en rev. 11) gives important safety directions: "always ensure that violent impact during transfers is avoided." "Handling and storage: avoid violent impacts while transporting the lift." The end stopper is the required component, which needs to be placed on the end of each rail to ensure the safe use of the system during the transfer. Visual inspection of the rail at the customer site revealed jagged scratch marks on the inside of the aluminum rail. The third party service provider also suspects that installation of the end stopper was not performed properly during initial assembly in march 2019. However the information gathered showed that the strong impact, during manual operation of the ceiling lift was a contributing factor. Instruction of the end stoppers installation can be found in track installation guide (tig 001-11161-en rev. 3) with below note: "the following 5 points [concerning installing the end stopper] are extremely important. Never forget to securely install the end stoppers." Based on information provided by the service provider, the end stopper was re-installed and tightened, according to arjo requirements for track installation. Moreover, the customer was notified that they shall not hit the end stoppers while moving the voyager duo along the rail manually. The device was not used for a patient transfer at the time of the event. There was a technical failure found within the ceiling lift system (did not meet the manufacturer's specification). No injury was sustained. The complaint was decided to be reportable due to the fact that the end stopper falling out of the track, upon reoccurrence, could pose a caregiver or resident at risk.

Manufacturer narrative:
Visual inspection performed by distributor revealed jagged scratch marks on the inside of the aluminum rail. The end-stop was reinstalled and tightened. Additional information will be provided upon conclusions of the investigation.

Event description:
Arjo was notified about incident with involvement of arjo voyager duo ceiling lift along with kwiktrack x-y installation system. When the ceiling lift was moved back to the charger, the trolley hit the end-stop hard enough to dislodge it and fall to the floor. The ceiling lift trolley was partially out of the track, but did not completely come out. This situation was reported to device distributor approximately 3 days after initial installation.